Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 213mg/dl. The customer's expected fasting blood glucose test result range is 85 to 135mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 172 and 144mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is approximately 20 days ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is calling concerned that his older true metrix is reading higher than his new true metrix. Customer states that he was given a meter by (B)(4) and also had one purchased on (B)(6). The new true metrix meter read 181mg/dl when the older true metrix read 213mg/dl (both back to back and fasting). Customer is concerned with the result of 213mg/dl.